Event description:
It was reported that there was undersensing of the r-wave noted on brady episodes. The patient has had over 500 brady episodes collected, none of which looked real in the opinion of the clinician. The recorder sensitivity was changed to 0.05mv and ventricular sensing (vs) was seen, but it also resulted in some fast at/af sense (fs) markers. Recorder was programmed to 0.75mv, which removed the fs but there was still concern about the undersensing of r-waves. The recorder was left at 0.05mv in order to reduce the undersensing. The recorder remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that there was undersensing of the r-wave noted on brady episodes. The patient has had over 500 brady episodes collected, none of which looked real in the opinion of the clinician. Loss of r-wave sensing was noted. The recorder sensitivity was changed to 0.05mv and ventricular sensing (vs) was seen but it also resulted in some fast at/af sense (fs) markers. Recorder was programmed to 0.75mv, which removed the fs but there was still concern about the undersensing of r-waves. The recorder was left at 0.05mv in order to reduce the undersensing. The recorder was removed nearly 2 months after this complaint. Per diq, the day of the recorder removal, a pacemaker was implanted. No patient complications were reported as a result of this event.